Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 22.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that high, out of range, high voltage lead impedance was observed via remote transmission. The patient also received a patient notification. Lead fracture was suspected. The lead was capped. The patient was doing well after the event.